Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient told them that the device hadn't worked in years. The hcp was not sure what that meant, and wanted to know if they could scan the patient. It was indicated that they hcp didn't believe the patient brought their programmer with them on the day of the report since the device didn't work. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic.

Event description:
The patient's healthcare provider (hcp) reported that the patient was last seen in the office on (B)(6) 2013. At this visit, the patient's program was changed, the patient was told to keep a voiding diary, limit caffeine intake and to return in three months if it was not any better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.